Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, a particulate was noted on the posterior side of the lens when centered in the capsular bag. The particulate was removed with no reported impact on the patient. Additional information was requested.